Event description:
It was reported following a percutaneous procedure, a 6f angio-seal evolution was used. Four days later, the patient complained of right lower quadrant pain and was admitted to another hospital. A CT scan revealed significant inflammatory changes seen inferior to the cecum. During a laparoscopy, the patient was found to have ecchymosis and a hemorrhagic process over the iliac vessels and the femoral canal. Ecchymosis extended along the right pelvic sidewall and the anterior abdominal wall on the right. There was a perforation of the peritoneum lateral to the iliac vessels, although the intestine appeared to be intact.

Manufacturer narrative:
No product was retuned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.